Event description:
It was reported that with use of bd max¿ system, bd max¿ instrument there were 7% false negatives results. Exact number of occurrences is not specified. The following information was provided by the initial reporter: "we have found that sensitivity of salmonella detection has dropped since we first started using max. It is currently around 7% false negative. Hazard, injury or erroneous results? Yes, ebp salmonella false negatives result tested with confirmation method and not confirmed. As a consequence results have not been not shared with doctors."

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false negatives". The customer reached out to bd reporting that the sensitivity of salmonella detection has dropped since they first started using the machine and is currently around 7% false negative. They are also noticing specificity issues of the stx, with almost % of stx detected on the bd max having no stx detected at the reference laboratory. Bd requested customer data, however the data provided to bd was from (B)(6) 2022 and due to age bd is unable to discern whether the issues are instrument or reagent related. No further data was received from the customer. The instrument went through preventative maintenance in (B)(6) 2023 and is performing within specifications. Due to lack of more information, bd is unable to determine the root cause, and the case has been closed as an unconfirmed failure. Hr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Samples in the form of customer files were provided to bd, however the files were too old and no root cause determination was able to be determined. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that with use of bd max¿ system, bd max¿ instrument there were 7% false negatives results. Exact number of occurrences is not specified. The following information was provided by the initial reporter: "we have found that sensitivity of salmonella detection has dropped since we first started using max. It is currently around 7% false negative. Hazard, injury or erroneous results? Yes, ebp salmonella false negatives result tested with confirmation method and not confirmed. As a consequence results have not been not shared with doctors".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. G.5. PMA/510(k)#: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.